Manufacturer narrative:
Device evaluated by manufacturer: device analysis of the returned isleeve sheath revealed that two of the three seams are completely split starting 19.2cm and 19.3cm from the distal tip to the distal tip. The edges of the split/tear were jagged. 2/3 of the sheath is folded and tucked into the sheath. This type of damage is consistent with the delivery system not being in the soft-kiss position during withdrawal. The section that was in the sheath was carefully removed from inside the sheath during analysis. The other of the 3 seams is expanded. The sheath is kinked 16.6cm from the distal tip. There is tip damage along most of the tip. The evidence indicates no damage prior to use. The device became damaged after being used during a procedure and with another device.

Event description:
It was reported that a sheath break occurred. Transfemoral vascular access was obtained. After successful implant of an acurate neo biobrostesis, a 14f isleeve was removed from the patient. It was noted that two of the three seams had broken. The physician stated that the acurate neo delivery system was over-closed and caught on the isleeve during removal. There was no patient harm at any time. The patient status post procedure was good.

Event description:
It was reported that a sheath break occurred. Transfemoral vascular access was obtained. After successful implant of an accurate neo bioprosthesis, a 14f isleeve was removed from the patient. It was noted that two of the three seams had broken. The physician stated that the accurate neo delivery system was over-closed and caught on the isleeve during removal. There was no patient harm at any time. The patient status post procedure was good.